Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing of the t waves was noted in the secondary and primary vector resulting in inappropriate shocks. An x-ray showed that the electrode was not in the same original position as the implant. The device was programmed to alternate vector and the system remains implanted. No adverse patient effects were reported.